Event description:
It was reported that, this pacemaker was affected by the batch withdrawal. Furthermore, the pacemaker was explanted and replaced due to a dysfunction. No additional adverse patient effects were reported.